Manufacturer narrative:
On 17-feb-2020, abaxis received a call from the customer clinic stating that the device yielded an unexpected low potassium patient result compared to an outside lab. The clinic did not rerun the sample or send it out to an outside lab for confirmation. The controls were within range for both levels and the clinic treated the patient for low potassium. The patient went to the hospital lab the next day and was redrawn. The potassium result was at the low end of the hospital lab's range, indicating that the treatment was appropriate. The customer sent in the device for repair. During evaluation of the device, the serum samples of low end potassium values were within the control range. The optics assembly was noted to have high digital analog conversion on some wavelengths. The engine board and flash lamp were verified to be functioning properly. The device was noted to be dirty. The optics assembly and motor drawer were replaced. The device was cleaned, calibrated, and passed all tests, including a forty hour burn-in test. The device was sent back to the customer site where it remains. The clinic has not experienced any more issues with potassium since receiving their repaired analyzer. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The customer lab reported that the device yielded an unexpected low potassium patient result compared to an outside lab.